Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the proglide did not work as expected. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device confirmed the reported event that the device did not work as expected. Based on the investigation findings the link was pulled from the swage-end of the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that the proglide device was used to close the common femoral artery after a peripheral interventional procedure. A 6fr procedural sheath was used. A second proglide device was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device.